Event description:
In 2008, the patient reported that over the past week she has received several occlusion messages on her insulin infusion device and has had blood glucose readings over 600 mg/dl with ketones. Her normal range is 120-150 mg/dl. Symptoms are feeling "very poor" and constant thirst. She stated her doctor has said she has "glucose toxicity" and has taken her off her infusion device and placed her on injection therapy until she can keep her levels constant for several days. She said that last night she had a reading of over 600 mg/dl and she took a 10 unit injection of insulin which lowered her reading to 395 mg/dl. She went to bed and received her basal rates through her infusion device and after 8 hours of sleep her reading increased to 495 mg/dl. She disconnected from her infusion set and the device did not occlude. She stated she has been using her device for 1.5 years and has not changed the adapter. She was advised the adapter should be changed every 10th cartridge change. She uses the cartridge once but will use it for up to 2 weeks. She was advised to change her insulin cartridge every 6 days. She stated she is using a competitor's infusion set and the issue started about the same time she changed to a new product. She was advised to call the manufacturer. Site management was discussed with the patient and a guide to infusion site management was sent to her along with a complimentary package of adapters. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.